Manufacturer narrative:
Ten minute delay in procedure, no patient injury reported.device received in house (B)(6)-2012. Follow-up MDR will be submitted once evaluation is complete.

Manufacturer narrative:
Device received and evaluated. Evaluation confirmed the reported issue of shaft frosting. Investigation identified a vacuume sleeve failure.

Event description:
Spoke to doctors during the event over the phone. It was described to me that the probe functioned properly during pretest, however, once it had been placed into position within the patient and the 1st freeze cycle was initiated, heavy frosting of the probe to the shaft began. The doctors turned off the frosting probe but left it in place. A new probe was placed and used to complete the case. There was no patient complication expressed to me and a minor delay of procedure time.